Event description:
It was reported that at 6:00 am the customer received a blood glucose result of 137 mg/dl on his guide me system. At this time the customer took his prescribed dosage of 500 mg of metformin and 34 units of lantus. At 6:25 am the customer became unconscious. The caller reported he did not recall having any low blood glucose symptoms prior to passing out. The customer's wife immediately called the emt's. The emt's arrived around 6:35-6:40 am, and the customer was still unconscious. The customer reported that he began to regain consciousness shortly after the emt's arrived. The customer could not recall if the emt's tested his blood glucose or any results. The emt's treated the customer with a glass of grapefruit juice. After fifteen minutes the customer began feeling better and was capable of self-treating. The emt's left at this time. The customer was not taken to the hospital and no further treatment was received.